Manufacturer narrative:
Additional information was received from the reporter stating the lens was originally implanted on (B)(4) 2012 and was removed on (B)(4) 2012 due to the lens being upside down. The reporter stated the incident was definitely surgeon related. (B)(4).

Event description:
It was reported that the surgeon had occasion to remove this micl12.6 implantable collamer lens on (B)(6) 2012. During the removal the lens tore and was discarded. The surgeon who originally implanted the lens was unknown. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary. (B)(4) - explant. Method - lens work order search. Results - a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).